Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was operating in above normal power consumption levels. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which consistent power consumption above normal operating range. 3 low flow alarms have been logged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Multiple factors may have contributed to the low flow alarms including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.